Event description:
Consumer complaint of about high blood results. Caller normally is around 160mg/dl. Recent results have been between 300-350 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (350) and the normal result (160) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).